Event description:
It was reported that a revision surgery was done due to instability of knee pain. Poly was removed.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].